Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during brachial artery angioplasty the fox plus balloon ruptured at 8 atmospheres during the second inflation. The balloon was completely removed from the body and dilatation was completed using another fox plus. There was no adverse pt effect. Although requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.